Event description:
The clinic reported that a laser vision correction patient presented with hyperopia in both eyes on (B)(6) 2015. Patient had photorefractive keratectomy on 6(B)(6) 2005 and a retreatment on (B)(6) 2015. The topical steroid dosage was increased. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurred vision. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2005: right eye pre-op 20/15 .50 x -1.75 x 34; left eye pre-op 20/20 .25 x -2.25 x 5. Bcva from (B)(6) 2015: right eye post-op 20/40 1.00 x .00 x 90; left eye post-op 20/40 1.00 x -.75 x 131.

Manufacturer narrative:
In the initial report it was stated incorrectly that topical steroids were increased. Additional information: (B)(4). Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.